Event description:
Information was reported by a healthcare professional (hcp) regarding a patient participating in the product surveillance registry (psr) and receiving dilaudid (15 mg/ml at 4.725 mg/day), bupivacaine (10 mg/ml at 150 mg/day) and clonidine (150 mcg/ml at 47.25 mcg/day) via an implanted pump. The indication for use was non-malignant pain and degenerative disc disease. On (B)(6) 2016 it was reported that on (B)(6) 2016 the patient reported withdrawal symptoms secondary to an empty pump. The patient reported that they did not hear the alarm. It was reported that therapy was suspended on (B)(6) 2015 and medication was administered on (B)(6) 2015. The event resulted in an unscheduled clinic or office visit. On (B)(6) 2015 device interrogation/device data showed the pump was "empty- no aspiration." On (B)(6) 2015 a catheter access port contrast study was done and the results were normal. The etiology of the even was related to the device or therapy and not related to the implant procedure. The event resolved without sequelae on (B)(6) 2015. Additional information was reported on (B)(6) 2016. The patient had missed their refill visit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study changing the device diagnosis from other pump empty to not applicable. It was indicated the issue was related to programming/refill. Per source document, there is not additional data reflecting why patient did not hear triggered alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.